Event description:
It was reported that the lens vaulted post implant. The lens is scheduled for explant. Additional information has been requested, but has not been received by bausch + lomb.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.